Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a "high temperature" alarm. The customer also reported that the patient was switched to the backup driver with no adverse patient impact. The patient file was copied and reviewed, which revealed one recorded "single compressor malfunction" alarm. There were also four failed system checks, confirming the customer reported issues. A visual inspection of the interior of the driver revealed foreign object debris on and around the right fan. This is an indication that the filter maintenance was not adequately performed. There was an unknown brown substance found between the scroll and the compressor housing of the right compressor. The system check failures, as observed by the customer, were found to be caused by a faulty left electronic pressure regulator. Testing also revealed an issue with the right electronic pressure regulator. During failure investigation testing, efforts to reproduce the "single compressor malfunction" alarm were successful. The root cause of the customer reported issue of a "single compressor malfunction" alarm was a malfunction of the right compressor. The left electronic pressure regulator, right electronic pressure regulator, and right compressor were replaced, the driver was serviced, and passed all final performance testing. Despite the customer reported "single compressor malfunction" alarm and failed system checks, risk to the patient was low because the driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver exhibited a high temperature alarm. The customer also reported that the patient was switched to the backup driver with no adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.